Event description:
Air in blood alarm was activated. Upon responding to the alarm, air was noted in the venous line. Pt symptomatic with complaint of chest pain. Pt treated for air embolism in dialysis unit and transferred to ER.